Manufacturer narrative:
The reported screw was not returned for evaluation. Additionally, manufacturing and inspection records could not be reviewed as the model number and batch/lot number of the screw is unknown. However, the reported driver was returned for evaluation. Manufacturing and inspection records were reviewed, and no anomalies were found. The t8 stick fit hexalobe driver (part number 80-0759, batch number 564223) was returned for evaluation. The returned driver was visually examined under magnification. The returned driver was confirmed to have batch number 564223. The driver showed a fractured tip and signs of twisting of the lobes on the tip. The overall driver length of the fractured driver was measured to confirm fracture point. The driver measured 3.33", indicating that approximately 0.05" of the driver's tip broke off. The fractured driver showed signs of a torsional fracture pattern at the twisted end of the tip, with the fractured surface nearly perpendicular to the long axis of the driver. The fractured surface appears moderately smooth (i.e. No signs of fatigue). The observed driver damage suggested a brittle failure mode. A torsional fracture pattern likely indicates an excessive twisting load about the driver's central axis. Hexalobe tip breakage may occur when excessive force was applied to the driver during use to overcome increased resistance. The twisted lobes are indicative of this excessive force that was applied and led to the fracture of the driver. The returned product description indicated the driver was damaged during removal. However, based on the information received the root cause could not be determined.

Event description:
It was reported during a removal surgery that the surgeon broke the driver tip. The screw was removed using a carbide drill from another company. The surgery was completed after a 30-minute delay. There were no other adverse patient consequences reported. This report is related to report number 3025141-2024-00171 for the driver involved in this event.